Event description:
A malfunction on the insulin pump was reported by the customer, but no notable events occurred prior to the incident. There was no adverse impact to the customer¿s blood glucose level. The customer switched to multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted.